Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicap transfer sets leaked from an unspecified location. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-03665. All information can be found under manufacturer report number 1416980-2022-03665. Should additional relevant information become available, a supplemental report will be submitted..